Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿a retrospective data collection of the fixation, correction, and stabilization of small and long bones in adult and adolescent patients with the use of cannulated, headless, compression screws¿ which was published in july-2019 and is associated with the stryker fixos screw system. Within that publication, post-operative complications/ adverse events were reported, which occurred between (B)(6) 2015 to (B)(6) 2019. It was not possible to ascertain specific device catalog from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 7 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses nonunion. 6 out of 6 cases. The report states, ¿there were 7 adverse events reported out of 32 cases, however, none were device-related. The most common adverse event was nonunion, which was seen in 6 (19%) of cases. Although 19% of cases resulted in complications of nonunion, this cannot be attributed to the fixation alone.¿